Manufacturer narrative:
Concomitant medical products: one-link needlefree connector (mfg: baxter); td (B)(6) 2019. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported the part of the extension set broke off while being removed from a needlefree connector attached to the patient's intravenous line. The set was being used for blood transfusion. The event occurred in pediatric cardiothoracic intensive care unit (pctu). Although requested, additional information was not provided.